Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open abrasion and sores present. It was reported the irritation became infected as the patient's skin is sensitive. There was no alleged device malfunction contributing to the irritation. The patient was prescribed antibiotics by the primary care physician. The equipment was returned, the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.